Event description:
The patient was implanted with pins and an unknown plate in his femur. The patient was went for an x-ray last month and was told that the plate had split. The patient went back for an x-ray on (B)(6) 2013 and got new x-ray showing a broken plate. The reported stated that her husband was using a cane while the bone healed but is now using crutches, and cannot walk on his leg. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device is for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.